Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. Upon evaluating the unit, the fse found that the unit worked on the main supply and properly showed the battery charging indicator. Notwithstanding, the fse suspected that the problem was with power supply assembly. To fix the issue, the fse replaced the power supply/charger, and the performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) displayed low battery alarm and empty battery status. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) displayed low battery alarm and empty battery status. There was no patient involvement, and no adverse event reported.